Event description:
A patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified the pebax to be broken exposing internal components. It was initially reported by the customer that the tip of the catheter was found bent (no exposed wires) after pull from patient body. A second catheter was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported issue of bent tip is not considered to be an MDR reportable event since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 26-apr-2022, the bwi pal revealed that a visual analysis of the returned catheter revealed the pebax was broken and internal parts were exposed. This finding was reviewed and determined to be an MDR reportable malfunction since the integrity of the device was compromised.

Manufacturer narrative:
Device evaluation details: the catheter was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned catheter. Visual analysis of the returned catheter revealed that the pebax was broken and internal parts exposed, the damage could be related to the handling since in the process there are control inspection points to avoid this kind of issue. No was found other damage on the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described was confirmed, however, the evaluation determined that the cause of pebax damage cannot be established. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).